Event description:
Hologic novasure unit did not fully treat the uterine cavity. The novasure device did not make full contact with the entire endometrium leaving an area of the fundus untreated. Reason for use: endometrial ablation. Event abated after use stopped for dose reduced: no.